Event description:
It was reported to manufacturer that both normal mode and systems diagnostic tests performed at a follow up visit revealed high lead impedance. Additionally, the patient is experiencing an increase in seizure activity that has returned to pre-vns baseline, and is not sensing normal stimulation on times. The patient does not recall when normal stimulation was no longer perceived, and the physician has not seen the patient for a follow up visit "in a while". There was no report of trauma or manipulation prior to the reported events. It was recommended to the physician to disable stimulation of the device. Further follow up with the physician revealed that x-rays are not available to review and the cause of the increase in seizure activity is not believed to be related to the high lead impedance observed on the diagnostic test results. Surgery is currently not planned for this patient due to insurance issues.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.